Event description:
It was reported the patient¿s interstim was ¿not functioning,¿ but it was unknown what the issue was. The patient was last seen in 2009 and it was unknown when stimulation stopped. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0320274v, implanted: (B)(6) 2003, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).